Event description:
Same case as MDR ID: 2134265-2013-06809. It was reported that a rotawire became separated. The target lesion was located in the mid right coronary artery (rca). A 330 cm rotawire with a 1.25mm rotalink plus were selected to treat the lesion. During preparation, the rotawire was advanced to the mid rca through a 6fr non bsc guide catheter. The rotalink was then loaded on the back of the rotawire and advanced up to the tuohy. Upon platforming, the physician requested a burr speed of 165rpm on the rotablator console. However, it was noted that although the system was working properly, it took longer than desired to set the desired speed. After platforming, it was then further noted that the rotawire was separated into two pieces at the site where the burr was spinning. The devices were removed and exchanged for another of the same of each device. There were no patient complications reported and the patients condition is fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2013-06809. It was reported that a rotawire became separated. The target lesion was located in the mid right coronary artery (rca). A 330 cm rotawire with a 1.25mm rotalink plus were selected to treat the lesion. During preparation, the rotawire was advanced to the mid rca through a 6fr non bsc guide catheter. The rotalink was then loaded on the back of the rotawire and advanced up to the tuohy. Upon platforming, the physician requested a burr speed of 165rpm on the rotablator console. However, it was noted that although the system was working properly, it took longer than desired to set the desired speed. After platforming, it was then further noted that the rotawire was separated into two pieces at the site where the burr was spinning. The devices were removed and exchanged for another of the same of each device. There were no patient complications reported and the patients condition is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. A connect/disconnect test and a tug test was carried out. No issues were noted with the unit¿s handshake connector during the connection of the device. An attempt was made to load a test guidewire onto the returned unit. Resistance was met in the annulus of the burr. The burr was microscopically examined. The burr was flared/misshapen. There were no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states ¿always keep the burr advancing or retracting while it is rotating. Maintaining the burr in one location while it is rotating may lead to excessive tissue removal or damage to the rotablator system.¿ ¿never advance the rotating burr to the point of contact with the guide wire spring tip. Such contact could result in distal detachment and embolization of the tip.¿ (B)(4).